Manufacturer narrative:
Motor error alarmed during basic occlusion testing due to loose/protruded drive support disk. Unable to test for prime/fill anomaly due to motor error alarm. No test failure at 10:01 a.m. And watchdog set test failure alarms noted during testing. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked belt clip slot. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump alarmed test failure at 10:01 a.m. And watchdog set test failure. Customer's blood glucose level was 242 mg/dl. The infusion set was shooting out like a water hose. The insulin pump had a loose drive support cap and the force sensor was not detecting the end of the reservoir. The drive support cap was sticking out. Insulin was squirting out during the manual prime process. The customer could not get past the rewind screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.